Event description:
Medtronic received a report that when the product was attempted to be delivered into the phenom 27, it was very difficult to pass it through the catheter. There was resistance in the catheter. The catheter was flushed with heparinized saline during the procedure. The pipeline was stuck during delivery. The microcatheter was not retracted to resolve the stuck. It was unknown if there was damage to the catheter. It was unknown if there was damage to the delivery pusher. The pipeline was not used for an off-label use. The devices were prepared as indicated in the IFU. Ancillary devices include a fg15150-0615-1s microcatheter. Additional information received reported there was resistance is the catheter in the part just after passing through the hub.

Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline flex with shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within primary and secondary plastic bio-pouches. The pipeline flex with shield pusher was returned outside the phenome27 catheter. Visual inspection/damage location details: the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. No bend or kink were observed on the pushwire. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. The total and usable lengths of phenom catheter were measured to be within specifications. The phenom 27 catheter tip and marker were examined; and no damages were found. The phenom 27 catheter body was found to be flattened from ~11.8cm to ~7.4cm from distal end. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. Testing/analysis: for, further examination; an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue; however, resistance was observed at the damaged locations. The pipeline flex shield braid was removed from catheter lumen. Conclusion: based on the analysis findings, the pipeline flex with shield and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex with shield pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline flex with shield braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result features observed indicate the wire failed via torsional overload failure mechanism. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.